Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient has been experiencing a burning sensation in the stomach area and has been in so much intestinal pain. It was also noted that the battery was over heating and the patient wants the device taken out. The patient has been hospitalized for her pain twice in the few weeks. The battery discharge and charge profiles were observed and revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. Additional information was received that the patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced burning sensation in the stomach and in a lot of pain in the intestine. It was noted that the patient was hospitalized for pain. The patient stated that the battery was overheating and wanted it to be taken out. The patient was fearful that the battery was malfunctioning and leaking causing to have new pain. The patient was prescribed with pain medication.

Event description:
It was reported that the patient has been experiencing a burning sensation in the stomach area and has been in so much intestinal pain. It was also noted that the battery was over heating and the patient wants the device taken out. The patient has been hospitalized for her pain twice in the few weeks. Database analysis showed that the battery discharge and charge profiles were observed and revealed no anomalies. The ipg appears to be working as expected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.